Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The information in initial MDR 0003015876-2025-01303 was determined to be erroneous and a reportable malfunction did not occur. The device was able to turn back on after shutting off (device reset). The device operation was restored with no or minimal delay in treatment (< 30 seconds). A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.